Event description:
The account reported to baxter clinical education a transfusion reaction that occurred after transfusion of 5 to 10 ml of a pool of random donor platelets filtered with 4c4502 product code. The pt experienced nausea, cyanosis, and a decrease in blood pressure when the transfusion was discontinued. The pt did not experience a rise in temperature of a degree or more due to the transfusion reaction and was transfered to ICU for observation. Follow-up with the physician at the account 5 days later indicated that the pt had fully recovered from the transfusion reaction and did not require medical intervention other than discontinuing the transfusion and monitoring in ICU.